Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend was identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the humeral head (tm glenosphere) disassociated from the trabecular bone baseplate. Product were combined with an as inverse/reverse system. One pre-revision and one post-revision x-ray were provided. On the pre-revision it was clearly visible that the glenosphere disassociated from the baseplate. The as stem and cup seemed to be well positioned. Post-revision x-rays showed the glenosphere relocated. No other conspicuous information available. No other documents were provided. Devices analysis: no device analysis could be performed as no product was available for investigation. Possible causes for the reported event according to dfmea: disassociation, loss of function, pain, material fretting due to connection strength is insufficient for intended use: liner to humeral cup, humeral cup to stem. Or due to connection between humeral cup and humeral stem is not assembled correctly. Or due to connection between humeral cup and humeral cup liner is not assembled correctly. Not possible as disassociation did not took place between inlay, cup and stem disassociation, loss of function, pain due to locking strength of screw cap to baseplate, locking the screw position, is insufficient. Not possible as no screw was involved. Disassociation, loss of function, pain due to disassociation of modular components due to insufficient connection strength: glenoid sphere to baseplate. Possible as the glenosphere disassociated from baseplate screws may disassociate from baseplate, loss of function, pain due to surgeon neglects to attach locking caps for screws to baseplate. Possible as the glenosphere disassociated from baseplate. From the x-rays provided and from the event description, the involvement of as inverse/reverse can be excluded with high probability. However, due to similarity with zimmer as inverse glenoid head, we considered the risk file. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/ or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted an a.s. Humeral stem 12 uncemented component on (B)(6) 2015 on the left side. It was reported that the patient experienced pain on an unknown date and that x-rays showed a disassociation of the glenosphere from the baseplate (products manufactured by zimmer inc., warsaw). The glenosphere is currently dislocated. It was further reported that a revision surgery is planned for (B)(6) 2015.